Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) plaintiff in united states on 22-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that one of her essure coils had perforated her fallopian tube. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, dental problems, excessive hair loss, excessive weight gain, and chronic fatigue. She has never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or about (B)(6) 2008, she underwent a tubal ligation. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that one of her essure coils had perforated her fallopian tube. A tubal ligation was performed. It was not clear whether essure coils were removed. This event is serious and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this case, it was reported that an hsg (hysterosalpingogram) test was performed shortly after essure insertion which result showed one of her essure coils had perforated her fallopian tube. The fallopian tube perforation is, therefore, considered a complication of the insertion procedure. A causal relationship between essure insertion and the event can therefore not be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of her essure coils had perforated her fallopian tube (hsg test performed shortly after undergoing essure procedure)') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue") and complication of device insertion ("one of her essure coils had perforated her fallopian tube (hsg test performed shortly after undergoing essure procedure)"). The patient was treated with surgery. At the time of the report, the fallopian tube perforation, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, tooth disorder, alopecia, abnormal weight gain, fatigue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fallopian tube perforation, fatigue, heavy menstrual bleeding, pelvic discomfort and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2008: results: one of her essure coils had perforated; on (B)(6)2008: spillage of contrast via the right fallopian tube despite normal positioning of the right and left essure devices. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received: reporter information and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of her essure coils had perforated her fallopian tube (hsg test performed shortly after undergoing essure procedure)') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue") and complication of device insertion ("one of her essure coils had perforated her fallopian tube (hsg test performed shortly after undergoing essure procedure)"). The patient was treated with surgery. At the time of the report, the fallopian tube perforation, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, tooth disorder, alopecia, abnormal weight gain, fatigue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fallopian tube perforation, fatigue, heavy menstrual bleeding, pelvic discomfort and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: one of her essure coils had perforated; on (B)(6) 2008: spillage of contrast via the right fallopian tube despite normal positioning of the right and left essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 19-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that one of her essure coils had perforated her fallopian tube. A tubal ligation was performed. It was not clear whether essure coils were removed. This event is serious and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this case, it was reported that an hsg (hysterosalpingogram) test was performed shortly after essure insertion which result showed one of her essure coils had perforated her fallopian tube. The fallopian tube perforation is, therefore, considered a complication of the insertion procedure. A causal relationship between essure insertion and the event can therefore not be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.